Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found that the setscrew was backed out too far. The setscrew was able to be re-aligned and tightened down on to a known good lead.

Event description:
Additional information received reported the reason for the surgery was pain at the implantable neurostimulator location, ¿so this should be also rearranged.¿ no further information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the procedure about four days prior to the date of this report, adjustment of the setscrew of the implantable neurostimulator (ins) was ¿impossible.¿ therefore, the lead could not be fixed to the ¿aggregate.¿ no symptoms were reported. As a result of the event, the ins was explanted and replaced with a different ins. No further information was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.